Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that since 2017 the patient had been experiencing low abdominal pain, blood in their urine, a fever of 103, no white blood cells in their urine, and all red blood cells. The patient was admitted into the hospital overnight and was treated. It was stated that the healthcare provider wanted the patient to get checked by their urogynecologist. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.